Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Additional narrative: d4, h3, h6: the device has been received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Corrected data: b5, d1; d4: catalog number, UDI number. D10, device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is for one (1) ti matrixrib straight plate 2.8mm thick/9 holes. This is report 1 of 9 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Part 04.501.069, lot l634021: manufacturing site: mezzovico. Release to warehouse date: november 17, 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. A product investigation was completed: both matrixrib sternal plates present some damaged plate holes ¿ the thread is almost drilled out in some holes, which was caused by the extraction instruments. Due to the damage incurred the functional test could only be performed in some of the intact plate holes with one of the returned intact locking screws. The test confirmed that the locking screw could be properly locked in the plate. Dimensions were checked at the time of manufacturing with no issues documented. The complaint condition - difficulty during implant removal - is confirmed as the locking screws are broken and some of the plate holes are drilled out. Both matrixrib sternal plates were manufactured according to the specifications. The investigation found no manufacturing related issues that would have contributed to this complaint. No definitive root cause could be determined. Multiple factors can lead to technical difficulties during removal of lcp plates with locking screws. These factors include but are not limited to: wrong torque or angulation of the screw during insertion leading to cold-welding between the plate and the screw thread, or proteins which are forming a bond between the plate and screw thread. Some of these factors are patient specific factors or they depend on the proper care of the surgeon and can thus not be investigated nor controlled by depuy synthes. Since not all of them can be investigated and excluded from the root cause analysis, no final statement about the cause of such issues during lcp plate removal can be made. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that during a thoracic surgery due to an infection on (B)(6) 2019, upon osteosynthesis metal removal at the sternum the matrixrib sternal plate and seven (7) locking screws could not be removed properly. The screw-heads were broken when unscrewing the screws. The screws were removed successfully by window in the sternum. It is unknown if there was a surgical delay. Patient status and surgical outcome were unknown. This report captures the intra-op event where the plate and screws could not be removed properly during hardware removal procedure while related complaint (B)(4) captures the post-op event of hardware removal due to an infection. This report is for one (1) ti matrixrib straight plate 2.8mm thick/8 holes. This is report 1 of 8 for complaint (B)(4).